Event description:
It was reported that this device was interrogated and the battery longevity had decreased due to atrial fibrillation been increasing. Boston scientific technical services (ts) discussed how the atrial fibrillation can lower the battery's longevity due to high rate atrial sensing. Device will be monitored constantly. At the moment, battery depletion seems to be normal. Further information was received that this device was explanted and replaced. No adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Amendment: this device was prophylactically explanted. Therefore, does not meet serious injury criteria.

Event description:
It was reported that this device was interrogated and the battery longevity had decreased due to atrial fibrillation been increasing. Boston scientific technical services (ts) discussed how the atrial fibrillation can lower the battery's longevity due to high rate atrial sensing. Device will be monitored constantly. At the moment, battery depletion seems to be normal. Further information was received that this device was explanted and replaced prophylactically. No adverse patient effects were reported. This device has been received for analysis.